Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that there was a change in stimulation sensation since maybe late (B)(6) on early (B)(6). Caller stated that a couple weeks ago they noticed that the location where they were feeling the stimulation pulsation seems to have changed. Caller stated that now it seems lower closer to the exit on their bladder and on their anal area and it just feels like it's further down. Caller mentioned that they called their doctor's office yesterday and were told to call manufacturer representative (rep). Agent asked caller if they have made any changes to their programming and caller stated no. Caller confirmed that they were still getting symptom relief (of the bowel). Caller denied any falls or trauma that could have led to the issue. The patient was redirected to their healthcare provider (hcp) to discuss if they are concerned. The caller mentioned that they had device implanted to help with bladder primarily and bowel secondary. Caller stated since implant, the device has not helped as much with their bladder but has helped a lot with their bowel. Agent reviewed labeling information regarding indications.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown. They stated that the patient would call back if changing the program didn't help or if the weird "feeling" kept happening. They indicated that the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.